Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2025, it was reported that the patient experienced feeling bad, was sweating, shaking and helpless. The cgm was reading 69 mg/dl, and the blood glucose reading was 34 mg/dl. The patient was treated with a baqsimi glucagon nasal spray. The patient was stable at the time of the report, which was the day of the event, and no further treatment was reported to have been needed. The cgm reading was 286 mg/dl, and the blood glucose reading was 201 mg/dl at that moment and the patient was going to change the sensor. The reported glucose values fall within the b zone of the parkes error grid. No data was provided for evaluation. The allegation and the probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).